Event description:
Hospital advised that at 9:15 a.m. A 250 cc bag of heparin was hung. The rate was set at 13.4cc/hr, volume to be infused set at 240cc and the infusion started. At 1:30pm, the pump alarmed kvo and the bag had emptied. Labs were drawn and inr high, blood pressure was low. Protamine 50mg IV given x1 and pt sent to the ICU for closer monitoring. Ptt came down to 43 after protamine and no bleeding noted. Heparin infusion was restarted that night. Pt doing fine. The nurse was uncertain if this event prolonged the pt's hospital stay.